Manufacturer narrative:
The device was returned, and the evaluation found a clogged nozzle due to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the nozzle with air and water and a detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge with no delays and no abnormalities were observed. The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation there was foreign material in the nozzle of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Reprocessing was confirmed to be practiced in accordance with instructions for use (IFU) and the foreign material residue point was free from deformation. The root cause of the foreign material remaining in the subject device was unable to be specified. The instruction manual states the detection method associated with the event in "instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿, and preventative measures in "instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.